Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 443 mg/dl. The customer¿s other blood glucose value was 306 mg/dl. The customer reprime insulin pump with same infusion set and reservoir, he did saw drops came out of infusion set. The customer changed whole set and noticed that the cannula was bent. The customer did not receive insulin flow block alarm while customer prime with new set. The customer declined troubleshooting for high blood glucose value. The insulin pump will not be returned for analysis.